Manufacturer narrative:
The insulin pump alarmed motor error and motion sensor test failure during the rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test or verify motor position encoder error alarms due to motor error alarms. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received a motor sensor test failure alarm and a motor position encoder error alarm from her insulin pump. The customer's blood glucose level was 154 mg/dl. Standard troubleshooting was performed. The insulin pump was in the room when an MRI was conducted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.